Manufacturer narrative:
The reported activation failure including expansion failures-clip deployment and difficult to open or close clip close-difficult could not be replicated in a testing environment due to the condition of the returned device (clip was returned separate and the actuator mandrel was broken). The reported device damaged by another device and image resolution poor during the procedure could not be replicated in a testing environment due to them being related to patient or procedural /operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on the information provided by the account and the analysis of the returned device, a cause for the reported mandrel break and failure to deploy the clip could not be determined. Image resolution poor is related to patient and procedural conditions as imaging was reported to be challenging due to shadowing of third clip and shadowing from mechanical aortic valve. The reported difficult to close the clip and device damaged by another device are related to procedural conditions associated with the second clip interacting with this implanted clip. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. It was noted that imaging was difficult. Three clips were successfully implanted. To further reduce tr, an additional clip was inserted and grasping was performed. It was difficult to confirm leaflet insertion due to imaging. When closing the clip, resistance was felt around 60 degrees. It was observed that the second implanted clip came in contact with the fourth clip. The clip was then reopened and reclosed without any resistance. During the deployment steps, the clip failed to deploy. After the actuator knob was turned and retracted, it was noted that the mandrel was broken. Patient was then transfer to surgery. There was no clinically significant delay in the procedure.